Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer removed the battery for 10 minutes and then received the battery out limit alarm. The customer explained that the buttons were not responding. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. In relation to the battery out limit alarm, the customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. The customer was advised that this was normal insulin pump behavior. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump act button did not respond due to corroded keypad trace. The insulin pump was unable to verify battery out limit alarm due to unresponsive button. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.